Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room. Upon interrogation of the device, noise causing 46 episodes of inappropriate shock was noted on the right ventricular lead. The patient experienced ventricular fibrillation and the physician had to use external defibrillation as the device did not rescue the patient. It was suspected the that lead was failing. Therapy was disabled on the device and the patient was transferred to another facility. The lead was capped and replaced on (B)(6) 2019. The patient was fine before, during and after the procedure.